Event description:
The brite tip of an si brite tip sheath broke off during the procedure. The physician was able to retrieve it. There was no pt injury.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.